Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a farawave catheter was selected for use. During insertion, despite connected continuous flush, visible air was seen in the flush lumen catheter. Thus, the catheter was replaced with another catheter, and the procedure was completed successfully. The original catheter was not used during the procedure. No patient complications were reported. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection revealed no outer abnormalities were noted. A guidewire was successfully inserted through the catheter, deployment was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. Flushing through the irrigation port was tested, no obstruction was observed, and the irrigation of the catheter was functional in all deployment states. No air bubbles were seen. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that for a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a farawave catheter was selected for use. During insertion, despite connected continuous flush, visible air was seen in the flush lumen catheter. Thus, the catheter was replaced with another catheter, and the procedure was completed successfully. The original catheter was not used during the procedure. No patient complications were reported. The catheter was returned for analysis.